Event description:
It is reported flow issues-backflow with bd secondary set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 29-jan-2026. Medwatch report is mw5183294.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: mag continued to drip and backflow into primary ns bag, tubing clamped and channel/tubing and infusions removed/disconnected and replaced with new tubing, mag, ns and channel. Pt received infusion in a timely manner.